Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that a couple months ago a manufacturing representative adjusted the patient programmer and put adaptive stimulation on the patient¿s device. It was reported that they set it so that when the patient laid down, stimulation would shut off (go to 0v) as they couldn¿t sleep with any type of stimulation sensation no matter how low it was set. They stated that they were a light sleeper. A while after the patient got the adaptive stimulation adjustments, it was reported that their stimulation would only turn off when the patient was laying on their left side. However, if they laid on their back or shifted over to their right side the stimulation would turn back on, so they couldn¿t sleep. The patient stated that they would end up just manually turning their implant off at night and then kept it off for a while and then put it on a different setting as well. It was also reported that the patient has had it where the stimulation seemed to turn on/off on its own and that it had shut off a couple of times when they were walking and then it ¿started up¿ a couple of times. They stated that when they bend down, stimulation would turn off and on their way back up to a standing position stimulation would stay off for a while, but then suddenly it would go back on. It was reported that they ended up falling twice in the shower, because of the sudden zapping in their back. Troubleshooting was performed with the patient, where the product specialist had the patient get in a position for three minutes so that the device would learn the amplitude that the patient set the device at, for different positions. The patient noted that their rep did not have the patient stay in the position for three minutes. The patient was walked through setting stimulation to 0v in the laying on their back position (which was at 190/200v) and for the laying on their left side position. It was reported that the laying on the back position and left side issue was resolved. The patient was then walked through setting the stimulation at the correct level for the standing position and that issue was resolved as well. It was stated that when the patient was in the ¿laying on the right side¿ position the patient programmer showed the patient was in the ¿upright¿ position, and it was set so the patient could feel stimulation. The patient was redirected to follow-up with their healthcare provider (hcp) so that they could have the device reoriented for the laying on the right-side position. It was reviewed that once the position was oriented correctly, the stimulation could be adjusted. The patient stated that they were ok with feeling stimulation in the laying right position (even though ideally they didn¿t want to feel any) because ever since they got the implant they had pain where the implant was and they didn¿t lay on that side anyway. The patient stated that the area never stopped hurting and that maybe the stimulation would be like a warning signal for them not to lay/roll on their right side. It was stated that they had told their healthcare provider about it, but didn¿t know if maybe the implant was sitting on a nerve. It was reported that even brushing their fingertips over the implant caused pain. The patient was advised to follow-up with their hcp. The patient stated that they saw their hcp about the adaptive stimulation issue on (B)(6) 2017, but no adjustments were made and so they called their rep today for their pain at the implant site and for the adaptive stimulation issues. It was reported that the adaptive stimulation issues started on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.